Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during a pulse generator implant procedure, the physician was unable to insert a stylet to the end of the right ventricular lead. The stylet stopped approximately 10 cm from the tip of the lead. The physician elected to use a different lead to complete the procedure. The patient condition remained stable.

Manufacturer narrative:
The reported event of inability to advance the stylet through the lead was not confirmed in the laboratory. Analysis was normal. No anomalies were found.